Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was prepared for use during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, a red foreign matter was noted on the snare handle through the sealed pouch. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Visual evaluation of the returned device found that the snare was in a sealed pouch and the sterile barrier was intact. Further examination noted a red foreign matter stick to the handle of the device. The reported complaint that a red foreign matter was noted in the handle of the device was confirmed. The most probable root cause of this complaint is manufacturing process design. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was prepared for use during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, a red foreign matter was noted on the snare handle through the sealed pouch. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found that the snare was in a sealed pouch and the sterile barrier was intact. Further examination noted a red foreign matter stick to the handle of the device. The reported complaint that a red foreign matter was noted in the handle of the device was confirmed. The red substance was inspected and it¿s measurement was found to be within specification. The most probable root cause of this complaint is design: product enhancement. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was prepared for use during a polypectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, a red foreign matter was noted on the snare handle through the sealed pouch. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.